Event description:
The subject lead and ICD (refer to mdr9610579-2010-00382) were implanted on (B)(6) 2007. Upon a routine follow-up performed on (B)(6) 2009, the physician reported: - ventricular oversensing (t-wave oversensing) - inappropriate therapies (atp) - abnormal egm recordings observed in some episodes. Reportedly, the pt underwent an atrial flutter cardioversion through an ICD shock 3 months before. All sensing and pacing parameters as well as impedances and continuities were found normal.

Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. The associated ICD follow-up files were analyzed, and the subject lead history records were reviewed. Conclusion: the noise oversensing episodes observed in the files available for review were not treated because they were not sustained. However, some files (not available for review because they were corrupted) were reportedly showing inappropriate therapies (atp) delivered upon noise oversensing events. Noise oversensing was confirmed through files review. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed; however, the sudden onset of the noise sensing issue, and the noise pattern observed suggests an intermittent phenomenon possibly related to a lead insulation defect, a lead dislodgement / displacement, a lead conductor failure, or a connection issue (loose setscrews). The issue is probably intermittent, which could explain why it was not observed during impedance measurements or continuity tests. Careful check of this oversensing phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector / lead problem.